Manufacturer narrative:
Block h2: additional information: block b7 (other relevant history) has been updated based on the additional information received on november 6, 2023. Block h6 imdrf device code a15 captures the reportable event of clip did not release from catheter. Mdrf impact code f2301 captures the reportable event of additional device required to pull the clip off the tissue.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip did not release from the catheter despite opening and closing the handle. They had to use wire cutters to cut the catheter above the biopsy cap and removed the scope from the patient. The scope was then inserted back alongside the catheter and had to pull the clip off the tissue using forceps. The procedure was completed with another resolution 360 clip. It was reported that the scope was in retroflexed position. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 imdrf device code a15 captures the reportable event of clip did not release from catheter. Mdrf impact code f2301 captures the reportable event of additional device required to pull the clip off the tissue.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip did not release from the catheter despite opening and closing the handle. They had to use wire cutters to cut the catheter above the biopsy cap and removed the scope from the patient. The scope was then inserted back alongside the catheter and had to pull the clip off the tissue using forceps. The procedure was completed with another resolution 360 clip. It was reported that the scope was in retroflexed position. There were no patient complications reported as a result of this event.